Event description:
It was reported that the patient expired from a generalized infection. The device undersensed ventricular fibrillation tachycardia and there was unsuccessful anti tachycardia pacing therapy then inappropriate anti tachycardia pacing therapy then inappropriate return to sinus. Sensing was also observed to have dropped. It is unknown whether the death was related to the device.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.